Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports that the blood set spike is falling out of plasma bag causing a loss of plasma. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) unopened sample identifying the reported lot number was returned for evaluation. The sample was tested for occlusion and leakage per specification with passing results. In addition the set was spiked into an excel bag of normal saline. No leakage was observed at the connection and the spike did not loosen or fall out. The returned product was functionally tested per specification and the reported defect of the spike falling out of the bag was not able to be replicated or confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.